Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that one of the following led to the malfunction: damage or disconnection of the image sensor unit, or breakage of the mounting components on the electric board due to use stress, external factors, or handling; however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "chapter 3 'preparation and inspection 3.8 inspection of the endoscopic system' [inspection of the endoscopic system] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor the field performance of this device. Updated fields: h6, h10 with results of the legal manufacturer investigation. Correction to the g3 of the initial medwatch. The aware date should be july 4, 2023.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image during angulation due to damage on the charged coupled device (ccd) unit. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip; the control unit, forceps elevator lever, and light guide connector were dirty; the grip, upward/downward plate, and right/left plate had discoloration; the indication on the light guide connector was not correct; and due to damage on the control section, angulation lever does not move smoothly. The following components had a scratch: the bending section cover, the control unit, the universal cord, the light guide connector, protector of the video cable section, the video connector, and the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a bad image. The therapeutic procedure was completed with a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was no image with angulation. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.